Event description:
Procedure type: lap chole. According to the reporter: a piece of blue material from the diaphragm of trocar was found in the abdomen. It was seen through the laparoscope. There was no bleeding reported in excess of 500 cc. The case was not extended by more than 30 minutes. The case was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).